Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6), 2023, at approximately 3:30 p.m. While injecting apidra, an ultrafine 4mm x 32g pen needle, lot2271101, mfg 2022-10-01 detached and remained in the skin at the site injection

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6), 2023, at approximately 3:30 p.m. While injecting apidra, an ultrafine 4mm x 32g pen needle, lot2271101, mfg 2022-10-01 detached and remained in the skin at the site injection.